Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported problem. The fse replaced universal surgical manipulator (usm) to solve the 32100 fault. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted benign hysterectomy surgical procedure, there was an error 32100 on the universal surgical manipulator (usm) 4. The customer tried to recover the error but the issue reoccurred. An intuitive (is) technical support engineer (tse) was contacted for assistance. The tse asked the customer to perform a system reboot but the issue was not resolved. Tse confirmed in the logs error 32100 - ac-4d on usm 4. The customer disabled the usm 4 to continue the procedure. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and the system logged error 32100. The customer confirmed the procedure was completed with 3 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the customer reported complaint during in-house testing. The usm was tested on a psc fixture test platform (pftp) where it failed the yaw direction test prompting error 32100 on the axes controller motor (acm). A gold acm printed circuit assembly (pca) was installed, and the error went away. The original acm pca was re-installed, and the error came back. The acm pca will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.